Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Manufacturing site evaluation: manufacturing and quality control data. The progav® 2.0 was manufactured by a qualified employee in march 2017. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav® 2.0 has a normal pressure range of 0 to 20 cmh2o. The valve was inspected as article fx448t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specification. Device examination: the valve was received dry in the provided returnkit (not submersed in liquid as suggested). Visual inspection: no significant deformations or damage to the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve had a blockage. Adjustment test: the progav® 2.0 was tested and was adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function was fully operational and the braking force was within the given tolerances. Result: it should be noted that the valve was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items was not significant due to the affect dry deposits of liquor and blood can have on product performance. First, a visual inspection of the progav® 2.0 was performed. No significant deformations or damage to the valve were detected during the visual inspection. Next, the permeability, adjustability, as well as the brake functionally and brake force, of the valve were tested. The valve was not permeable, but met all other specifications. Finally, the valve was dismantled. A significant build-up of a substance (likely protein) was observed inside the valve. Based on the investigation, the claim that the valve was occluded was able to be confirmed. This was likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc)-therapy by shunt implants. Manufacturing defects at the time of release have been excluded. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required.

Event description:
It was reported miethke that a progav 2.0 sys ped.w/sa20 a.burrhole res (part # fx448t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve was not adjustable. The patient underwent a revision procedure on an unknown date. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Weight: (B)(6). Height: 120 centimeters (cm). Gender: unknown.